Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer would change pump supplies to address the occlusions, and continued to use the pump for insulin therapy.